Event description:
It was reported that during a low anterior resection procedure on the first firing with a blue cartridge. The device fired in the flex position and the cutline and staple line were complete. After several attempts the device would not de-articulate of open. Another same like device was used to cut the device off tissue. This added a few minutes to the procedure, but did not affect the patient's outcome or the outcome of the procedure. The device was used to complete the procedure with no further patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Echelon straight/flex: flex. What color cartridge was being used? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that the device was received with the closing trigger broken and with the knife jammed. It is possible the trigger resulted broken due to applying a large prying force in the opening direction. The device was received inserted through a trocar and with an ecr45b reload present. The reload was received fully fired and in good condition. Due to the condition of the device, no functional test could be performed. The device was disassembled to verify the conditions of the internal components and no additional anomalies were noted. After further analysis of the tube the knife was noted to be jammed due to the presence of several b-form staples that were lodged between the knife and the anvil channel, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.